Event description:
It was reported that the needle tip of a gore suture passer broke off during a laparoscopic ventral incisional hernia repair and remains in the pt. The device was being inserted through fascia to remove suture when the tip of the needle came off. The surgeon was able to visualize the tip and made several attempts at retrieval with x-ray assistance but determined that continued attempts may cause muscle damage. The pt was notified of the event and is recovering well.